Manufacturer narrative:
The date of this submission is (B)(4)-2011. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4)-2011 from a consumer (age and gender unspecified) reporting on self from the united states.on an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route- dental, lot number- 0671d, expiration date unspecified). After using it for few times, the top and the metal piece broke off. Also, the consumer had used another floss (lot number and expiration date unspecified) with the same experience.this report had no adverse event and the action taken with the device was unknown.this report was considered a reportable malfunction case.